Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, upon inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.